Event description:
Boston scientific received information that during implant procedure, this right ventricular (rv) lead exhibited high out of range (oor) shock lead impedance (sli). High oor sli was observed with the attempted device. Different vector configurations were performed but were still able to get high sli. A new device was implanted however sli measurement was still high oor. The physician elected to program rv coil to device vector and test defibrillation threshold (dft). Successful induction and defibrillation were noted. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.